Manufacturer narrative:
The reported event was confirmed as manufacturing-related. Visual inspection noted one temperature sensing catheter was received without the original packaging. Visual evaluation noted the balloon had a large piece of flash extending outwards from the catheter. This fails to meet specifications stating no flash allowed on the balloon. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be worn blade. The device history record was reviewed and found nothing that could have caused or contributed to the reported event.labeling review was not performed because labeling could not have prevented the reported failure. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter tip was found to be damaged upon opening a package.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter tip was found to be damaged upon opening a package.